Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured in a vertical form. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.